Event description:
Our foreign consignee reported the local control knob of the roller pump fell off. No other details regarding the nature of the problem were provided. The user reported there was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.